Event description:
Information received a smith medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 had under infused , for pump showed 0 mls remaining and 50-100 mls actually remaining in cassette epoch was being delivered. Patient was not affected.